Event description:
On (B)(6) 2013, the customer reported that during an implant procedure prior to wound closure, this right atrial (ra) lead had insulation damage. The ra lead was surgically abandoned and a new atrial lead was placed. No adverse patient effects were reported. The lead was actively implanted for approximately 13 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new atrial lead was placed and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.